Event description:
This notification is being reviewed due to a user of a dreamstation bipap pro device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. The service technician observed no visible foam degradation in the device assembly. No error codes were found in the device log history.